Event description:
The pump was explanted and returned to MFR for analysis. No reason for the explant was given.

Event description:
The hcp reported that the patient had undergone a catheter revision 10/206. The hcp reported that dehiscence of wounds and fluid collection was noted indicating a possible infection. The device was working well, however, the wounds would not heal. The pump was explanted in 04/2004. The patient has recovered without sequela post explant.